Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm occurred during testing. The following cosmetic damage was also noted: minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads. There was no moisture damage on the motor and electronic assemblies per visual inspection. (B)(4)

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer's mother stated that her son was at an athletic practice and may have gotten damp. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.